Manufacturer narrative:
Device received with reservoir tube lip completely broken off and missing reservoir tube lip o ring noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the plastic lip ring was cracked and plastic coming off and rubber lip ring was coming off. The blood glucose was unknown at the time of the incident. Customer stated that, first was still locking in, and still locking in now, and little bit of ring holding it in place. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.